Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china leaked before use. The following information was provided by the initial reporter: the doctor found that the syringe was leaking while drawing the liquid and could not fully draw the liquid, so it could not be used, so immediately replace the syringe.

Manufacturer narrative:
Investigation summary a device history record review was performed for provided lot number 1904235 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation by our quality engineer team. Through examination of the retained samples, no defects were observed. Based on the investigation results, an exact manufacturing related cause could not be determined for this incident. Based on the provided customer feedback, it is possible that this incident resulted from damage to the plunger lip component. This type of damage can result from the handling of the product through the manufacturing process or during the assembly process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5 ml 22ga 1-1/4in bd china leaked before use. The following information was provided by the initial reporter: the doctor found that the syringe was leaking while drawing the liquid and could not fully draw the liquid, so it could not be used, so immediately replace the syringe.